Event description:
(B)(4) the provider states this rental unit will not turn on at 14257 hours. The provider states the unit was with a consumer when the issue occured and the end user had an alternate source of o2 to use when the issue occured 7857hf.